Manufacturer narrative:
(B)(4). Date sent: 07/01/2021. Additional information was requested, and the following was obtained: on what date did the implant take place? The device was placed on (B)(6) 2020. On what date did the explant take place? The device was explanted on (B)(6) /2021. What is the product code for this complaint? I do not know what the product code. Lot #? I don't currently have access to get the lot number for the device. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Patient has no known metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Patient only took steroids as part of the postoperative management of his dysphagia symptoms. Otherwise he was not normally on steroids or immunization drugs. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? The patient had no pre-existing dysphagia symptoms, other than gerd. Was there any hiatal or crural repair done at the same time as the implant? Patient had preoperative egd showing a 3cm hiatal hernia. Bravo ph study confirmed gerd with demeester of 35. Esophageal manometry showed normal function with average distal amplitude of 57.2, dci of 1278, 100% bolus clearance, and no failed swallows. A 3cm hiatal hernia was repaired at the time of surgery by placing both posterior and anterior crural sutures. Was mesh used at time of implant? No mesh was used for the repair. What was the reason for removal of the linx device? The device was removed as the patient reported ongoing intermittent issues with significant dysphagia. This was not present all the time, and the patient at times would go as long as 2 weeks without having any symptoms. The patient began to have severe anxiety associated with the dysphagia and felt that psychologically he could no longer tolerate the device. He had undergone 3 courses of a medrol dosepak, and one egd with balloon dilation 4 months post implant, all of which had some temporary improvement in symptoms, but ultimately still had symptoms reoccur, prompting the decision to explant. At the time of removal, was the device found in the correct position/geometry at the time of removal? Device was found to be in correct position at the time of explant. The hernia repair was also noted to be intact. Intraoperative endoscopy confirmed the endoscope could easily move through the device and the device appeared to open appropriately. Have the symptoms resolved since the device was explanted? The patient reports 90% improvement in dysphagia symptoms at the 2 weeks follow up post explant.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2021. H6: no device problem found (c19). A suture knotted on a device link was observed during the visual assessment. It is presumed that the suture was placed to facilitate in the extraction of the device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, tooling marks were found on the beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have caused the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code for this complaint? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported the linx was explanted. There is no additional information.